Manufacturer narrative:
Date of the event was approximated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator (ins) for gastrointest inal/pelvic floor. It was reported that the patient's ins hasn't worked correctly for years and the patient lost their remote control years ago. It was stated that the patient hasn't done anything with the device since (B)(6). There were no symptoms or further complications reported or anticipated.